Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119478.

Event description:
It was reported the atrial lead was under-sensing. No changes or intervention were reported. The patient condition was unknown.